Event description:
It was reported to philips that c-arm could not move during examination. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use and the procedure was completed as planned. Since the system was out of warranty, the customer did not request philips service for this event and the customer calibrated the bodyguard themselves, therefore, the philips field service engineer did not work on the system and no additional information was collected from the customer. The codes were updated based on the investigation outcome.